Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The field service engineer (fse) evaluated the device on-site, performed the co2 and nbp calibrations which the device completed successfully and returned the device to full functionality. The fse performed the co2 and nbp calibrations to resolve the issue.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the device failed the functional test.